Event description:
A facility reported the connector of a trepan-motor (ID 935003) is mechanically defective. Issue detected pre-operatively, no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Product sample was returned for evaluation: DHR - no discrepancies were noted. Failure analysis - the investigation detected that the bayonnet sleeve is deformed. The bayonnet sleeve and the inner part at hose coupling have been exchanged. The root cause of the defective device is due to a bad handling from the user as the device has probably been dropped to the floor.